Event description:
While doing a procedure to remove a gall stone, the disposable trapezoid basket broke while inside the patient. It required approximately one to one and one-half hours extra procedure time and anesthesia time to get this removed from the patient's bile duct. The stone was unable to be removed and a biliary stent was placed to the common bile duct to allow proper drainage of bile. The plan is for a repeat endoscopic retrograde cholangiopancreatography (ercp) in four weeks with mechanical lithrotripsy once again. The pt was admitted overnite in ICU for observation and discharged. The MFR's rep was notified by the endoscopy staff. We are not sure of the MFR response.